Event description:
An evolut pro valve failed with bioprosthetic stenosis, leading to basilica/tavr (transcatheter aortic valve replacement) procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).